Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, ananlyzed, and no anomalies were found.

Event description:
It was reported that during implant attempt, there was a lead dislodgement and positioning/fixation difficulty. The lead was not used and was replaced. No patient complications have been reported as a result of this event.